Event description:
During a catheter revision it was reported the hcp was having difficulty putting the catheter end into the connector. It was noted the patient did not have an ascenda catheter but had an 8709 so that it would not fit into the ascenda connector. An appropriate kit was going to be obtained. Additional information later reported they replaced the affected catheter segment with an 8709sc and connector from 8590-9 kit. There were no adverse effects noted and the patient doing well post-op.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the catheter was revised as it was knotted and kinked due to the pump flipping inside the patient. The catheter portion that was explanted was wasted and would not be sent back to the manufacture.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8590-9, serial # (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).